Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator has an air and oxygen mixer that is broken. Patient involvement is unknown. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.